Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated, the distal conductor was extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant attempt, during the second deployment of the lead, extension and retraction of the helix became difficult. When the helix was eventually deployed, there was increased impedance and poor thresholds. The lead was not used and was replaced. No patient complications have been reported as a result of this event.